Event description:
A hospital in (B)(6) reported that an rt125 infant bias flow breathing circuit had an open circuit on the inspiratory limb and caused a heater wire alarm. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt125 breathing circuit is en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.

Manufacturer narrative:
(B)(4). The rt125 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number of the similar product is k20332. Method: the complaint rt125 breathing circuit was returned to fisher & paykel healthcare (B)(4) and performance tested using a calibrated multimeter. Results: electrical continuity was found between the two heaterwire pins. The inspiratory heaterwire was found to be open circuit. A lot check was not performed as no lot number was provided. Conclusion: the cause of the open circuit was a break in the heaterwire. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater-wire became open circuit post production. (B)(4).

Event description:
A hospital in (B)(6) reported that an rt125 infant bias flow breathing circuit had an open circuit on the inspiratory limb and caused a heater wire alarm. No patient consequence was reported.